Event description:
Right siderail loose and hard to latch.

Manufacturer narrative:
Technician found e-clip missing on bottom housing and replaced e-clip to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.